Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during a routine follow-up, difficulty was noted when trying to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). Ice was applied over the device for about 10 minutes and after performing a reset, telemetry was restored. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.